Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for evaluation. Testing found that the logs had two software reboots. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not provided by the site. Other applicable components are: product ID: 9735796r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The pcoip zero client was replaced and the system passed a system checkout. Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the staff monitor keeps losing signal and then reconnecting. It occurred twice during the case and went black for about 15 seconds and then reconnected. The camera cart monitor was displaying the pcoip logo, losing connection, and then re-establishing the connection. The procedure was completed with the use of navigation. The delay to the surgical time was less than one hour and there was no impact to patient outcome.